Event description:
Information was received that a customer with a smiths medical cadd-legacy 1400 pump, tried to manipulate the dose setting on the pump. The patient's pump is in lock level. It was stated that the patient is non complaint and leave the cassettes on the pump for 24 hours. The patient is not longer seeing their office. Source document received via fax , "rn reports pt's spouse called in requesting pump settings checked for any changes as pt not feeling well. Caller dropped before transfer. Duconnect rn reports prescriber has discharged pt for non compliance and manipulating pump settings. Md will not sign any further orders discharged pt for non compliance and manipulating pump settings. Md will not sign any further orders and pt is trying to find new md. Advised duoconnect rn I will call spouse back and get pump settings from her. Duoconnect rn reports at last md appt morn dose lockout was changed to 24 hrs due to pt non compliance. Call to all 3 numbers on pt account with no answer."